Event description:
It was reported that this pacemaker system exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).